Manufacturer narrative:
The customer's complaint that the tubing had a cut in it and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing had a cut in it and leaked an unspecified chemotherapy agent. There was no report of patient harm.